Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient presented to the hospital with stomach pain. The CT check showed a proximal type I endoleak. The aneurysm diameter was enlarged by 1mm. An aortic cuff was immediately implanted to treat the patient. The endoleak resolved. The physician is monitoring the patient. No additional clinical sequelae were reported and the patient is fine. The physician commented that it was acceptable case because the proximal diameter was wide, short neck and reverse taper. Retreatment would be considered as the aneurysm would be confirmed to have a propensity for enlargement during monitoring.